Event description:
Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2014. Follow-up revealed that the patient's increase in seizures were not related to vns and below pre-vns baseline levels.

Event description:
It was reported that the vns patient was initially doing well with her device for the first three years following initial implant surgery; however, the patient had since been experiencing an increase in seizures and was given additional medications. The device was believed to be functioning as intended as the patient was having voice alteration occurring with stimulation on-times. No further information relevant to the event has been received to date.

Event description:
Additional information was received stating that the patient's device settings were adjusted at an office visit during the last week of (B)(6) 2015.